Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The data acquisition board (daq) and on/standby switch were replaced to resolve the issue.

Event description:
The hospital reported a malfunction causing a system shutdown during a case resulting in a loss of mechanical ventilation. The unit rebooted and case completed. There was no report of patient injury.